Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was mechanical complications of iol. The iol was exchanged for unspecified monofocal lens 28 days following the initial implant procedure. Additional information has been requested and received stating that in the surgeon's opinion, the product cause or contribute to the event. The patient was hospitalized as a result of this event. No medical or surgical intervention required as a result of this event. There was no further impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).